Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter alleged that the pump¿s audio tones were not functioning. It was noted that pressing the audio bolus button did not elicit audio tones from the pump. Reportedly, pump vibrations were functioning appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: evaluation confirmed that the pump¿s audio tones were unresponsive. The pump was opened and the piezo contacts were realigned. The pump¿s audible sound responded appropriately after realigning the peizo contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.